Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
The device was placed on (B)(6). It was reported that the device leaked on (B)(6) and (B)(6). The device was then removed.

Event description:
The device was placed on 1 oct. It was reported that the device leaked on 2 oct and 3 oct. The device was then removed.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 2 fr per-q-cath was returned for evaluation. An initial visual observation showed some use residue on the returned sample. During tactile evaluation, the catheter accidently broke approximately 19 cm distal to the strain relief of the catheter. A microscopic observation revealed an angled split in the catheter. The edges of the split were uneven, but well-defined, and striations were observed on the fracture surface of the split indicating the material was likely cut with a ground-sharpened instrument. The product IFU states: ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿